Manufacturer narrative:
H.6. Investigation summary: catalog: 442021 batch no.: 2333721 customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. See h.10

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) one molecular false positive was obtained and patient was treated with diflucan. Biofire/culture was repeated and was negative. The following information was provided by the initial reporter: biofire was a dual positive for e. Coli and candida tropicalis confirmatory testing included culture and repeat biofire erroneous patient started on diflucan results were reported to doctors customer reports that there was no physical injury or harm due to the false positive. Patient was discharged. Patient was treated w/ diflucan (B)(6) until biofire was repeated and negative. Echo and surveillance blood cultures done - negative results.

Manufacturer narrative:
D1: medical device brand name: bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) h3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) one molecular false positive was obtained and patient was treated with diflucan. Biofire/culture was repeated and was negative. The following information was provided by the initial reporter: biofire was a dual positive for e. Coli and candida tropicalis confirmatory testing included culture and repeat biofire erroneous patient started on diflucan results were reported to doctors customer reports that there was no physical injury or harm due to the false positive. Patient was discharged. Patient was treated w/ diflucan (B)(6)-(B)(6) until biofire was repeated and negative. Echo and surveillance blood cultures done - negative results.